Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. In addition, it was reported that the battery gauge was observed to be fluctuating and subsequently, the pump shut down. There was no reported adverse impact to the customer. Customer reverted to manual injections for insulin therapy.